Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(serial); e4. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella 5.5 was inserted via the axillary artery graft to support the 64 year old male patient who had been admitted in for an electrophysiology study of an ablation, and presented in scai stage e shock. The patient had been previously on the impella cp but, was in need of care escalation. The other underlying medical history was not shared. The 5.5 was supporting when on day 5 the nurse reported that the patient had developed an ischemic bowel. The cause was unknown but the care team does not believe that it was impella pump related. Organ failure, like ischemic bowel, can be due to cardiogenic shock that is pre-existing in the patient admitted in scai stage e shock. On day 6 of the support the patient expired when care was withdrawn. The outcome of death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e and the decision of family and care team to withdraw care.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.